Manufacturer narrative:
Full UDI unknown since no lot number was provided. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the tip of the cannula was fractured and noted the fracture appeared to be a clean break. Engineering measured the thickness of the wall and found the unit met specifications. The root cause of this incident is likely due to an interruption in the molding process. Applied medical has recently implemented process enhancements intended to minimize the potential for this type of incident to occur during the manufacturing process. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(6) has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic gastric bypass - "surgeon placed 5mm ctf03 port in abdomen. From opposite side of patient surgeon ran grasper retrograde up the ctf03 trocar and grabbed 15 french drain. The drain was pulled into the trocar and down in the abdomen. Surgeon heard a snap when pulling drain in and looked at the port site with scope. Surgeon identified that trocar had broken. The trocar and broken piece were removed." Patient status - "patient was not harmed, patient is ok."